Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 134.0, 135.0, and 136.5 cm from its proximal end. The pusher assembly was fractured approximately 137.0 cm from its proximal end and the distal fractured segment was not returned for evaluation. The pull wire was exposed at the fractured location. The embolization coil was detached inside its introducer sheath. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly was kinked/fractured. If the smart coil is manipulated with resistance during use, damage such as a kink may occur. Further manipulation of a kinked pusher assembly may result in a fractured pusher assembly. In addition, if the two fractured segments are separated while the embolization coil is within its introducer sheath, the embolization coil may become detached inside the sheath. The distal fractured segment of the pusher assembly was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the posterior communicating artery (pcom) using penumbra smart coils (smart coils) and non-penumbra coils. During the procedure, the physician began to advance a smart coil and reported that it prematurely detached within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.